Manufacturer narrative:
(B)(4) - no consequences or impact to patient. (B)(4) - tears, rips, holes in device, device material. Method - work order search results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens and the lens tore. There was patient contact but no injury. The backup lens was implanted.